Manufacturer narrative:
D4: a full UDI is not available due to an unknown lot number.

Event description:
The user facility reported that the housing is fractured at the weld before a surgery. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There were no adverse consequences, no medical intervention and no delay.